Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was 685 mg/dl with ketones. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, customer reverted to an alternate method of insulin therapy.